Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reported that her daughter's blood glucose (bg) exceeded 500 mg/dl while wearing the pod for 4 to 24 hours on the abdomen. The mother had put a new pod on her daughter in the morning and when she picked up her daughter from summer camp at 2:00pm, her blood glucose levels were high. By 5:00pm, her daughter's blood glucose levels were over 500. The mother noticed the adhesive around or near the cannula had lifted and that the pink slide insert did not move into the viewing window and the needle mechanism may have failed to deploy during activation. The mother contacted their hcp at 6:00pm who advised to replace the pod. The mother provided her daughter's blood glucose history for (B)(6) 2018 as provided below: 10:55am - 83mg/dl, 2:20pm - 90mg/dl , 4:07pm - 303mg/dl , 6:04pm - 487mg/dl , cgm reading high around 6:00pm. As treatment, the patient was given a manual injection and replaced the pod. The mother also reported recent basal changes were made approximately three (3) weeks ago as instructed by her daughter's hcp.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted.